Event description:
Back rest and variable height on an enterprise 5000 bed were alleged to have not operated during a resuscitation of a 210kg pt.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #(B)(4)) on behalf of the MFR arjohuntleigh, a branch of arjo limited med ab (registration # (B)(4)). At this time, the MFR presumes that when the facility states the backrest and variable height did not operate, they are referring to the electric CPR function on the nurse acp; the trust's own facilities dept have check the bed with no pt on and found it worked fully. The bed has been returned to the ward by their facilities dept and is back in use. With the amount of detail provided, it is difficult to provide any further analysis, so the MFR is arranging for the local rep to visit and investigate further. The reason for reporting this is that electric CPR function is significantly similar to other arujohuntleigh devices sold in the USA. Add'l info will be provided following the conclusion of the MFR's investigation.